Event description:
Boston scientific crm received information that this lead was exhibiting far field sensing from the ventricular lead on the atrial lead. Sensitivity settings were changed to alleviate this issue, but then the capture thresholds were lost. The threshold issues were a result of small p waves where the threshold test was pacing into the refractory time period of the atrial tissue. The atrial lead was suspected to have dislodged. A revision procedure was scheduled which found that the atrial lead had not moved and was working appropriately. Programming changes were made and the lead is working as it should. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.